Manufacturer narrative:
This device was not returned to mmdg for evaluation. Because the pump was not returned an investigation was not possible. A DHR review was completed and found no non-conformance associated with the device. Because a rate and dose is being set while the pump is in use, the pump cannot overrun and pump air to the patient unless the user is not putting enough formula in the feeding set. The amount of formula being added to the set was not reported to mmdg. The bags also state on the label that they should only be used for 24 hours. The bag and the pump manual both contain warnings stating that the feeding set must be replaced every 24 hours to maintain delivery accuracy, allow proper air and occlusion sensing, and prevent bacteria growth. This report is being filed because the event occurred while the device was in use by a pediatric patient. Per our procedures all reports of this type of event that involve a pediatric patient are considered reportable.

Event description:
The initial reporter stated that the pump is delivering air to patient after the bag empties. They stated that they programed the pump at 100ml an hour rate and 195lm dose and that they use gravity to prime. They did also state that the patients mother rotates two bags and uses them both throughout the week. Mmdg did follow up with the initial reporter, who stated that the patient had received a replacement pump. (B)(4).